Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that we got emg when the patient was under nmb, and while the surgeon used the electrocauterisation. During this time, we have never got art. The medical team has told us that their MRI system is installed, in the hospital, exactly at the floor underneath the operative rooms. They have already observed any electronical/technical abnormalities with other devices when the MRI is working. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed. Per the operator's manual, "do not use sedline during magnetic resonance imaging (MRI) or in an MRI environment." Additionally, "the sedline module may be used during electrocautery, but this may affect the accuracy or availability of the parameters and measurements." A service history record review indicates that no prior events related to this failure mode have been reported against this unit.